Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in lips with 0.6cc juvéderm® voluma¿ with lidocaine. During upper lip injection, there was immediate edema (inflammation) and nodulation. Patient immediately treated with hyaluronidase and area massaged. Lower lip injection had no reaction. Patient was observed for three hours and discharged with desloratadine and aspirin 100 mg per day for 5 days. One day later, patient had reduced inflammation and no pain. Patient was given 4 mg of intramuscular dexamethasone and scheduled for follow up on day 3.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.1., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that patient was injected in lips with 0.6cc juvéderm® voluma¿ with lidocaine. During upper lip injection, there was immediate edema (inflammation) and nodulation. Patient immediately treated with hyaluronidase and area massaged. Lower lip injection had no reaction. Patient was observed for three hours and discharged with desloratadine and aspirin 100 mg per day for 5 days. One day later, patient had reduced inflammation and no pain. Patient was given 4 mg of intramuscular dexamethasone and scheduled for follow up on day 3.